Event description:
Patient had lap chole and gallbladder removal (B)(6); 10mm clips were applied. Post-op, patient had a hemorrhage the same day from the cystic artery and hematoma evacuation. It was identified patient had an active area of bleeding despite the placement of 2 clips proximal to the area of bleeding. Both clips were "flat" and placed by surgeon appropriately. After re-clipping, patient had no further complications. Patient required hospitalization which was unplanned.